Event description:
Customer reported that they received a no delivery alarm on the insulin pump during priming. It was noted that the infusion set may have been clogged. Customer stated that the alarm was resolved by a complete set change. Customer stated that her blood glucose readings were low and night and treated herself with juice. Customer's blood glucose reading at the time of the call was 251 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.